Event description:
It was reported, that the stent was inadvertently deployed. This innova-china 5 x 150 x 130 was selected for use in a femoral artery stent implantation procedure. During preparation, it was noted, the stent was found to have been deployed after it was unpacked. The device was not used. And the procedure was completed with another of the same device. There were no patient complications. The device is expected to be returned.

Manufacturer narrative:
Device eval by manufacturer: upon receipt at our post market quality assurance laboratory, this innova-china 5 x 150 x 130 self-expanding stent system was inspected for damage. Visual examination revealed a kink to the outer sheath at the nosecone. The stent was partially deployed 15mm from the middle sheath. Microscopic examination revealed no additional damages. The pull rack and yellow thumbwheel lock was still in the manufactured position. Inspection of the remainder of the device revealed no other damage or irregularities. Product analysis confirmed the stent was partially outside of the sheath.

Event description:
It was reported that the stent was inadvertently deployed. This innova-china 5 x 150 x 130 was selected for use in a femoral artery stent implantation procedure. During preparation, it was noted the stent was found to have been deployed after it was unpacked. The device was not used, and the procedure was completed with another of the same device. There were no patient complications. The device is expected to be returned.